Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report a broken sensor wire on (B)(6) 2015. Upon removal of the sensor pod, the patient claimed the sensor wire appeared shorter than normal. The patient did not report injury or medical intervention.